Event description:
It was reported that during the implant procedure, the guidewire was unable to be removed from the left ventricular (lv) lead. While attempting to remove the guidewire, damage to the lv lead occurred due to excessive force. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were guidewire was unable to be removed and ¿lead distal connector got separated from the whole connector¿. As received, a complete lead was returned in one piece. The reported event of guidewire was unable to be removed was not confirmed. No guidewire was returned with the lead. The reported event of ¿lead distal connector got separated from the whole connector¿ was confirmed. The cause of the reported event was due to bunching of the stripped stylet polytetrafluoroethylene (ptfe) coating and inner coil and the connector pin and crimp sleeve pulled out of the connector assembly consistent with excessive forces during the procedure.